Manufacturer narrative:
Technician found that the left head caster would swivel when in brake position. Replaced the left brake caster to resolve this issue. Unit located in empty room.

Event description:
Info rec'd indicated that when the brake was applied that the caster would swivel. No injury alleged.